Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site located in the pts iliac artery. Upon attempted balloon catheter inflation, it was reported that the balloon ruptured at 2 or 3 atmospheres of pressure. As a result, both end portions of the stent expanded; however, the center portion did not. In response, the physician attempted to withdraw the delivery system from the pt. Upon attempting to withdraw the balloon catheter, the stent was dragged by the balloon causing the stent to move distal to the target lesion site. To address this situation, another larger balloon catheter was introduced and advanced to successfully expand and deploy the partially expanded stent. Subsequently, another sds was utilized to successfully deploy a stent at the target lesion site.